Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of pipeline failed to open distally. The patient was undergoing surgery for treatment of a saccular, unruptured, right internal carotid artery (ica), ophthalmic segment aneurysm with a max diameter of 4.57 mm and a 3.26 mm neck diameter. The landing zone was 4.32 mm distally and 4.88 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered at a platelet reactivity units (pru) level of 180. The angiographic result post procedure was normal. It was reported that under the guidance of a 0.014 neuro guidewire, the recantol 6f115 intermediate catheter and xt27 were advanced to the m2 segment of the middle cerebral artery. The ped2-500-20 flow diverter stent was delivered through the xt27, and the distal end of the device was positioned at the straight segment of m1. While maintaining forward pressure on the delivery guide wire, the xt27 was withdrawn to deploy the distal end of the stent. After deploying approximately 5 mm, the distal end failed to open. Additional length was deployed, but the stent still did not open. The device wasfully retrieved and a second attempt was made to deploy the distal end. As the issue persisted, the stent and microcatheter were withdrawn together to the internal carotid artery. Repeated expansion, compression, and manipulation were attempted, but the distal end still failed to open adequately. The stent and microcathe ter were then completely removed from the body. A new stent and xt27 catheter were used, and the procedure was successfully completed. There were no patient symptoms or complications associated with this event. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU).